Event description:
It was reported that a pt received a cardizem over infusion in the ER. The following event details were provided: an order was given for cardizem 125mg in 125ml to infuse at 10 mg/hour for 12 hours. The cardizem primary infusion started on (B)(6) 2012 at 0310 and the nurse programmed the rate at 10mg/hour. At 0710, the pump module started alarming and the nurse noticed the cardizem bag was empty. The customer does not know why the infusion completed in 4 hours instead of 12 hours and requested an investigation. The pt's blood pressure decreased and the heart rate decreased to 47. The doctor ordered a discontinuance of the cardizem drip and a bolus of normal saline (500 ml). The pt's blood pressure and heart rate increased back to normal levels after the medical intervention. The pt was sent to a higher level of care (ICU) due to the over infusion. The pt is doing fine and was transferred out of the ICU the morning of (B)(6) 2012 and was expected to be discharged in the afternoon. No further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received and an evaluation is pending. A follow up report will be submitted once the investigation has been completed.